Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 5110843. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration was printed on packaging. Occurrence: a complaint history check was performed and this is the 1st related complaint for label information missing (expiration date) on lot # 5110843. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, label information missing (expiration date) was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the expiration date was missing from the box of 500 bd veo¿ insulin syringe with the bd ultra-fine needles. This was noticed before use. The following information was provided by the initial reporter: 'consumer reported - determined from lot number it has been expired product. No expiration dates on the box."